Event description:
Following placement, the device did not appear to be in the right place. An attempt was made to retrieve the plug into the guiding catheter but the plug could not be pulled back and resheathed as the plug was not as flexible as usual. The plug was left in the wrong place. The product will not be returned as it remains implanted. Imaging is expected.

Manufacturer narrative:
Device remains implanted in the patient.